Event description:
It was reported that the distal end of the rock crusher lithotripsy probe was damaged and corroded. The issue occurred during preparation for use for a therapeutic shock wave lithotripsy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted d3 - lot #, to ni.

Event description:
The lot number reported in d4 was found to be invalid and is being corrected to ni.